Manufacturer narrative:
Analysis revealed that the physician removed calcified blood that had been filling the v-setscrew inset. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during routine procedure that a set screw could not tighten on the pacemaker. The physician elected to explant and replaced the pacemaker. There were no patient consequences.